Manufacturer narrative:
Received one device. Customer reported complaint of ¿¿ failed dso calibration ¿¿. Unable to confirm by performing dso/uso calibration. Both sensors are functional and passed the calibration. Performed performance verification tests (pvt). Unit passed all testing criteria. Unit rest to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed a downstream occlusion calibration. There was no patient involvement. The issue was discovered during testing.